Manufacturer narrative:
We have not yet received the implant back. We will follow-up this report accordingly after evaluation. Investigation results: possible reason that screw was stripped: no drill used. This occurred during shoulder surgery, the implant would not engage/pulled out, and they noticed the threads were damaged/stripped, and an alternate was used to complete the procedure. She further reported that the reusable bone punch/tap from the set were used, and she reported that the surgeon did not use a drill. A response letter was sent to customer were the surgical technique was explained.

Event description:
Customer went to use the product (implanted) and noticed after that the threads are stripped. No injuries involved. No delays. An another item used.